Event description:
1 out of 3 clips on the lumber vein failed to hold, the pt bled heavily and required transfusions. The procedure was changed to an open procedure to correct the problem. The procedure was a retroperitoneal adrenal lymph node dissection and involvement in urology.